Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The device was manufactured and accepted into final stock with no reported discrepancies and there have been no other events for the lot referenced. The visual device evaluation revealed pitting and some scratches were observed on the bearing surface consistent with several years of clinical use. There is damage to the locking wire area and the patellar slope due to the explantation process. The damage noted on the undersurface and posterior tab is most likely due the explantation process. This event is not device-related but has its root cause in an adverse patient-related event through a fall on a previously normal knee arthroplasty. Revision surgery has been performed with exchange of the insert for a thicker component to restore stability to the knee. The investigation concluded that the reported joint laxity was caused by the patient¿s fall. The reported event regarding joint laxity due to trauma involving a triathlon cs insert was confirmed.

Event description:
It was reported that the patient fell and had pain in the right knee. Upon physical examination a laxity in knee was detected. Size 4x13 c/s insert was used as replacement.

Event description:
It was reported that the patient fell and had pain in the right knee. Upon physical examination a laxity in knee was detected. Size 4x13 c/s insert was used as replacement.